Event description:
It was reported, that patient's right ventricular (rv) lead and atrial lead exhibited diaphragmic stimulation. It was noted, from fluoroscopy, that both leads were dislodged. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and muscle stimulation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.